Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. After pre-dilatation of a non-bsc balloon, a 3.50x20mm maverick balloon catheter was advanced for further dilatation. The balloon was inflated five times. However, during the fifth inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported.